Manufacturer narrative:
(B)(4). Unit was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self-tests due to blank display. Unit had cracked battery tube threads, cracked case (battery tube). Unit p-cap, test reservoir lock in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had got wet and had crack on the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.